Manufacturer narrative:
Based on the limited information that has been provided to date, at this time no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the alleged patient outcome. A review of the manufacturing records was performed and found that the lot was manufactured to specification. If additional information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following allegation was reported to davol by the patient's attorney: on (B)(6) 2007 - the patient underwent implant of a non bard/davol pelvic device. On (B)(6) 2015 - the patient underwent implant of the bard/davol mesh. The attorney's report alleges unspecified adverse patient outcomes associated with the use of mesh.

Manufacturer narrative:
Not returned to manufacturer.